Event description:
Ticket number with philips respironics: (B)(4) patient's continuous positive airway pressure on/off button does not shut down unit. Patient notifications to philips are not being resolved. Patient has been over one month without under warranty device.